Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this patient presented for evaluation due to palpitations and a feeling of electrical stimulation down her left arm. Review determined that there were episodes of noise, oversensing, inappropriate atrial tachycardia response episodes, inhibition of pacing, and oversensing of the respiratory rate trend (rrt) feature signal on the right atrial channel. High thresholds were noted on this right ventricular lead. The patient was referred to her device following physician. Subsequently, a revision procedure was performed wherein this right ventricular lead and the patient's right atrial lead were explanted and replaced. No additional adverse patient effects were reported. The patient's cardiac resynchronization therapy defibrillator remains in service with the new leads.

Manufacturer narrative:
At this time, the lead has not been returned for analysis. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that this patient presented for evaluation due to palpitations and a feeling of electrical stimulation down her left arm. Review determined that there were episodes of noise, oversensing, inappropriate atrial tachycardia response episodes, inhibition of pacing, and oversensing of the respiratory rate trend (rrt) feature signal on the right atrial channel. High thresholds were noted on this right ventricular lead. The patient was referred to her device following physician. Subsequently, a revision procedure was performed wherein this right ventricular lead and the patient's right atrial lead were explanted and replaced. No additional adverse patient effects were reported. The patient's cardiac resynchronization therapy defibrillator remains in service with the new leads.